Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, percutaneous coronary intervention (pci) was performed with implantation of a xience xpedition stent to treat a lesion in the mid right coronary artery (rca). On (B)(6) 2015, the patient felt chest discomfort. Coronary angiogram identified restenosis in the mid rca lesion. Percutaneous revascularization was performed. The patient is in the hospital and the condition is continuing at this time. No additional information.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of unstable angina and restenosis as listed in xience xpedition everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that medication was given for the stable angina on (B)(6) 2015. Percutaneous revascularization was performed with angioplasty in the mid rca (right coronary artery) and distal left anterior descending coronary artery (lad) on (B)(6) 2015 and a stent was implanted in the mid lad. The patient was discharged from the hospital on (B)(6) 2015. No additional information.